Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set had a loose connection and allowed air to enter the line during use. The following information was provided by the initial reporter: "luer lock end of extension tubing defective. Would not tighten to form a closed system. Allowed air to enter line."

Manufacturer narrative:
H6: investigation summary one sample was received for quality investigation. The customer complaint of luer fittings incompatible - air bubbles / air in line could not be verified by investigation. The investigation began with a visual inspection of the extensions set for any damage or broken components. No damage was visually apparent. The extension set was then primed using a syringe with water. The distal male luer was connected to another sample extension set to check if there was any air in line or leakage from the male luer connection site. Pressure was applied to the syringe, to increase the pressure on the assembly, and examined if the male luer connector allowed for any leakage, air in line, or air bubbles. The male luer operated as intended. A device history record review for model 30914 lot number 22093247 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the issue reported could not be determined because the failure could not be replicated.

Event description:
It was reported that the bd alaris¿ extension set had a loose connection and allowed air to enter the line during use. The following information was provided by the initial reporter: "luer lock end of extension tubing defective. Would not tighten to form a closed system. Allowed air to enter line."